Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise, oversensing, an apparent lead fracture on the right ventricular lead. It was also reported that the patient received inappropriate therapy. The lead remains in use. No patient complications were reported as a result of this event.